Manufacturer narrative:
510(k) number: k182980. Device evaluation: the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. From the information provided in this article it is known that a number of uncovered stents from various manufacturer's were used during this study including zilver stents (cook medical), sentinol stents (boston scientific) and niti s stents (taewoog medical). Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0065-3) lists cholecystitis as a known potential adverse event. There is no evidence to suggest that the customer did not follow the root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the procedure where the stent and/or stent placement. However, as a number of manufacturer¿s stents were used during this study and as the literature article does not detail which stent this adverse event relates to, it cannot be confirmed that the cook stent caused and/or contributed to this event. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, 11 patients developed cholecystitis that was manager by cholecystostomy and antibiotics. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Shim - percutaneous metallic stent placement for palliative management of malignant biliary hilar obstruction. Major complications occurred in 25 patients (6%). Cholecystitis that was managed by cholecystostomy and the administration of antibiotics in 11 patients.

Manufacturer narrative:
510(k) number: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Shim - percutaneous metallic stent placement for palliative management of malignant biliary hilar obstruction. Major complications occurred in 25 patients (6%). Cholecystitis that was managed by cholecystostomy and the administration of antibiotics in 11 patients.

Event description:
Supplemental report is being submitted to update reference to zilbs device when it should be a zib device in the product information and investigation evaluation.

Manufacturer narrative:
PMA/510(k) # k182980. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to pr (B)(4) and it was created from the journal article ref. Att. ¿shim percutaneous metallic stent placement for palliative management of malignant biliary hilar obstruction. Lab evaluation ¿ n/a. Document review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) lists cholecystitis as a potential adverse event. There is no evidence to suggest the user did not follow the IFU. There is no evidence to suggest that the customer did not follow the label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined however a possible root cause could be attributed to known potential complications. Cholecystitis is listed as a potential adverse event in the IFU. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from literature paper shim et al ¿percutaneous metallic stent placement for palliative management of malignant biliary hilar obstruction¿. According to the initial reporter, 11 patients developed cholecystitis that was managed by cholecystostomy and antibiotics. As per medical advisor input ¿require intervention/additional procedures¿ the study concluded that there were no significant differences between the uncovered and covered stents in terms of complications such as cholangitis and cholecystitis. Complaints of this nature will continue to be monitored for potential emerging trends.